Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set sc rew and a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, the physician removed the wrench with a lot of force which caused the setscrew and grommet to become detached. A new implantable pulse generator (ipg) was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.